Event description:
On (B)(6) 2010 patient reported while removing the insulin cartridge from her infusion device this morning, "a little piece fell out". Patient stated it is the black round piece which is at the top part of the piston rod. Reviewed cartridge removal procedure. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.